Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information needed to reset the pump and assisted the customer in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, which they understood.

Event description:
Additional information reported the customer's blood glucose (bg) was 17 mmol/l with a trace level of ketones. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Elevated bg resolved with no injury. Customer was discharged the same day. Pump system check was performed with technical support. No issues were identified with the cartridge, insulin or infusion set cannula/tubing.